Manufacturer narrative:
Device eval by MFR: the main coil was returned stuck inside a non-bsc catheter. The main coil was observed kinked, detached and stretched at the coil arm section. The pouch was returned, and it was observed that the pouch information matches with the complaint information. No more damages or issues were observed. Under the microscope it was observed that the main coil was observed kinked, detached and stretched at the coil arm section. Functional testing could not be performed as only the main coil was returned.

Event description:
Reportable based on device analysis completed on 09jun2023. It was reported that an interlock coil was used in a procedure with no device allegation. An 035 interlock 2d 8mm x 40cm was selected for use in a procedure. There were no device allegation reported. There were no patient consequences. However, device analysis revealed the main coil broken.